Event description:
It was reported that a spectrum pump underinfused the programmed amount during therapy in the out patient care area (medication, programmed amount and delivery rate unknown). The device was tested with an infusion programmed to 150 ml/hr and delivered about 75 ml. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.